Manufacturer narrative:
On (B)(6) 2017: during follow-up, customer reported that an occlusion alarm declared during bolus delivery. The customer's blood glucose level was 229mg/dl. During troubleshooting with tandem technical support, the cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed the pump supplies. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 210mg/dl. The cartridge and infusion set tubing were found to be operating as expected. Reportedly, the pump is worn against the customer's skin. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.